Event description:
It was reported that during an un-specified procedure, the copilot was leaking. It is unknown what device was connected to the copilot. A new copilot was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.